Event description:
It is reported that the customer stirred the bone cement for more than 10 minutes, and it was not hardening. This surgery was completed using a different bone cement.

Manufacturer narrative:
This report will be amended when our investigation is complete.